Event description:
On (B)(6) 2013, it was reported that the connector between the handheld and wand was causing trouble. Most of time, the physicians needed to hold on to the connector with one hand to ensure that interrogation, programming, etc worked properly. The event had been occurring with increased frequency in the past couple of months. Attempts for product return have been unsuccessful.

Event description:
Product analysis on the handheld was completed on (B)(4) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis on the flashcard was completed on (B)(4) 2013 as well. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Previously submitted MDR indicated an incorrect serial date for the suspect medical device. This report is being submitted to correct this data. Previously submitted MDR indicated an incorrect manufacture date for the suspect medical device. This report is being submitted to correct this data.

Event description:
The suspect medical device was returned on (B)(4) 2013 and is pending analysis.